Event description:
A customer contacted beckman coulter (bec) reporting an ionized selective electrode (ise) leak in the unicel dxc 800 pro synchron chemistry analyzer. The customer initially received calibration failures for all ise analytes. Upon troubleshooting, the customer observed that the ise electrolyte reference was leaking from the ratio pump and flow cell and the ise tubing popped off from the system. The customer could not identify which tubing had popped off. The customer stated that the ise electrolyte reference leaked on the floor. The customer attached the tubing and performed a successful calibration and quality control (qc) run. The customer proceeded to run one (1) patient sample on the dxc 800 pro instrument which generated suppressed results with instrument error flags that stated "cal ref drift" for sodium (na) and "samp ref drift" for potassium (k) and chloride (cl). The results were re-run on an alternate instrument and normal result values were obtained. The customer observed that the ise tubing popped off again and service was requested. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event and troubleshooting. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the uncontained leak. Medical attention was not sought. The customer confirmed that no erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse verified that the tubes had popped off at lines #25 and #26. The fse discovered obstruction in the mixing cell port of the flowcell between the na and cl electrodes. The fse could not identify the material of obstruction. The obstruction appeared to be a yellowish buildup. The fse removed and cleaned the flowcell and the electrolyte injection cup (eic) assembly which resolved the issue. No further leaking was observed. Fse confirmed failure mode to be an obstructed flowcell.